Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Device was returned to baxter and an evaluation was performed. The evaluation observed the reported door not fully latched alarm during evaluation. The evaluation found that if the force required to secure door was not applied, a "door not fully latched" alarm would occur. The door hooks and latch pins were replaced to correct this condition.